Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4 g3 g6 h2 h3 h6 h10 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Complaint confirmed based on the evaluation of the provided medical records. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: a triflange acetabular implant is present. The superior screws are surrounded by radiolucency consistent with loosening and the inferior screws are extra-osseous. The implant is displaced laterally. There is no dislocation or fracture. Marked acetabular protrusio is noted. Bone quality is osteopenic. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis as it remains implanted; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted h3 other text : device remains implanted.

Event description:
It was reported that three months post implantation, the inferior portion has pulled away from the triflange. The patient was in a minor car accident and it is suspected that it contributed to the implant loosening. Revision procedure is planned but not yet scheduled. There is no additional information available at the time of this report.